Manufacturer narrative:
Product investigation was received and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 27-dec-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection, of the handpiece, under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Further inspection revealed cartridge tip damage and cartridge crack (plunger rod tip broke through the cartridge tube). Visual inspection, of the iol, under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and presented with no issues. The complaint issues delivery issue and stuck in cartridge could not be confirmed. The complaint issue cartridge tip damage could be confirmed; however, this may be attributed to excessive force and an inadequate amount of ovd, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was asked but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/ lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded intraocular lens (iol) injector split as it was entering the patient¿s left eye causing the injector to malfunction. The iol was partially inserted and removed, and it is believed the lens was stuck in the cartridge. The back-up iol with same model and diopter was used to complete the procedure. There was no patient injury however one (01) suture was placed. Patient was reported as doing ok post-operatively. Through follow-up, additional information was received confirming the tip of the injector was split. No further information is available.